Event description:
It was reported on (B)(6) 2026 that the patient presented with grade 4 functional tricuspid regurgitation (tr) and human immunodeficiency viruses(hiv) for a triclip procedure. During the procedure, a triclip was successfully implanted. Difficulty was encountered while deploying second clip. As a result, an attempt was made to remove the clip from the anatomy. During removal attempt, the clip was entangled with chordae which prevented the clip from getting retracted inside the triclip steerable guide catheter(tsgc). Troubleshooting methods were unsuccessful. The clip was snared and deployed on the tissue without leaflets to secure it. The tr remained unchanged post procedure. The patient underwent valve replacement surgery. There was no clinically significant delay reported.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.